Event description:
It was reported that the pt complains of pain. Had bloodwork done and MRI. Chromium levels were 2.2. Pt was scheduled for revision surgery on (B)(6) 2012. Additional info reported that the doctor revised pt's right hip due to altr.

Manufacturer narrative:
A supplemental report will be submitted upon completion of the investigation.